Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had dislodged and was hanging in the superior vena cava (svc). There was no capture at maximum output. The atrial lead was explanted and replaced. The patient was also experiencing diaphragmatic stimulation and phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead was also explanted and replaced. No further patient complications have been reported as a result of this event.